Event description:
Customer indicated that while conducting lead testing at a multiple site study as part of a national study in indonesia a patient test results reported falsely elevated by leadcare ii: leadcare result was 4.6 ug/dl. Confirmation result was 3.5 ug/dl. Customer reported confirmation testing is performed on venous samples on icp-ms. Customer reported controls are ran in the morning every day testing is performed. Customer reported he ensures controls are in range before using the kit for patient testing. Ts requested control result values, but customer was not able to provide. Customer reported on testing days; they test 50-90 patients per day on the leadcare test. Customer indicated that the kit and analyzer are transported to the designated site and technicians receive training the day before testing begins. Daily quality control procedures are followed, with control samples run each morning prior to testing. The customer confirmed that testing does not proceed unless control results are within the acceptable range. Regarding specimen collection, customer stated that collection rooms are set up in local health centers and both the collection rooms and analyzers are maintained in temperature-controlled environments with air conditioning. To prepare for sample collection, the patient's hand is cleaned using an alcohol pad, the site is lanced, and the first drop of blood is wiped away by contacting the skin. The capillary tube is then filled to the black line without air bubbles; any excess blood is removed. The sample is then immediately dispensed into the treatment reagent (tr) tube using the provided plunger. The tr tube is then mixed by inverting it nine times. Using the dropper provided in the kit, the sample is then applied to the "x" mark on the sensor. Customer stated they only use capillary tubes included in the leadcare ii kit for patient sample collection. Customer reported that, on testing days, they process between 50 and 90 patients per day using the leadcare ii system. Ts identified appropriate instructions to collect patient sample were not followed; (1) patient's hands are not being washed with soap and water, and (2) individuals collecting capillary specimen touch skin while wiping away the first drop of blood. Ts provided cdc capillary collection video, package insert, leadcare user's guide, and cdc finger stick poster to customer reference.